Event description:
Reporter stated the up button on the infusion device works intermittently. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics.

Manufacturer narrative:
The event occurred in (B)(6).